Event description:
Clinical study. Same pt as MDR# 6000093-2005-00528, 6000093-2005-00529, 6000093-2005-00530, 6000093-2005-00531. It was reported 287 days after a coronary artery drug eluting stenting procedure the pt experienced target vessel reintervention (tvr). The initial procedure treated three target lesions. Target lesion 1 was 3.0x9.0mm, 85% stenosed, mildly calcified portion of a saphenous vein graft of the 3rd obtuse marginal artery. The physician treated this lesion with direct stenting by placing a 3.0x12mm taxus express2 8.8% drug coated stent without complication. Target lesion 2 was a 3.0x32mm, 75% stenosed, mildly calcified portion of a saphenous vein graft of the 3rd obtuse marginal artery. The physician treated this lesion with direct stenting placing two taxus express2 8.8% drug eluting stents without complication. Stent #1 was 3.0x24mm and stent #2 was 3.0x20mm. Stent overlap between stent #1 and stent #2 was 4mm. Target lesion 3 was a 3.5x8mm, 75% stenosed, mildly calcified portion of a saphenous vein graft of the ramus artery. The physician treated this lesion with direct stenting placing a 3.5x12mm taxus express2 8.8% drug eluting stent without complication. Myocardial infarction, stent thrombosis and tvr occurred in early march 2005 after the initial implant procedure. The site reported that 287 days after the index procedure the pt required target vessel reintervention for diffuse in-stent restenosis. The physician placed a johnson and johnson cordis cypher drug eluting stent into the saphenous vein graft of the ramus artery. The pt was discharged one day post tvr receiving asa and plavix. In the opinion of the physician the relationship to the taxus stent is probable.